Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 05/2012 and is approximately 5.5 years old. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
It was reported that there was a breakdown of the driver during insertion of the needle for a (B)(6) patient. The patient was in cardiac arrest. The medical staff tried to use another access but without success. This driver had been used before to insert approximately 20 needles. The patient expired.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a breakdown of the driver during insertion of the needle for a (B)(6) patient. The patient was in cardiac arrest. The medical staff tried to use another access but without success. This driver had been used before to insert approximately 20 needles. The patient expired.